Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. The reported problem was confirmed through review of the system logs pointing towards a suspect remote arm controller (rac1); however, not reproduced during field evaluation. As a precautionary measure, rac1 was exchanged. The system was then tested, operated without error and verified as ready for use. The rac has been returned, but failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history identified no other complaints for this product. No image/video clip for the reported event was submitted for review. Isi tse and isi fse's verification via rfe logs confirms the occurrence of the error fault during a procedure on the reported event date matching the documented event details. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to a non-recoverable errors on the ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy using dual surgeon side consoles (sscs), a non-recoverable error 40068 occurred. An intuitive surgical (is) technical support engineer (tse) was contacted for assistance. Prior to calling the tse, the surgeon elected to convert to a laparoscopic surgery. As part tse investigation, review of the system logs confirmed errors 40068, 23 and 25593 pointing to a faulty remote arm controller (rac) 1 on one of the surgeon side console. The tse guided the surgical staff to perform a hard system power cycle with emergency power off (epo) and reboot without the suspect ssc connected. The system powered up normally and without errors. The procedure was already converted to laparoscopic surgery and continued with no patient harm, adverse outcome, or injury. Isi made multiple follow-up attempts to obtain additional information. Per additional information, the patient demographic information was not available. The reported failure occurred during the procedure. No issues was noted during the start-up. After continuing the procedure laparoscopically, it was unknown if the operation was successfully completed.

Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the reported issue. The rac was installed on in-house system where it ran 10x power cycle and it sat idle for one hour. The reported error was not replicated.

Event description:
Refer to h10/h11 for follow-up information.